Event description:
It was reported a skin injury in a patient of the ambulatory oncology service associated with the use of the product "statlock PICC" (reference vppcspce) lot: juhx1847 (expiration 2026). As pointed out by the colleague, the product is being replaced in the healing process of the PICC catheter according to the factory recommendation (every 7 days). Patient experienced dermatitis and required use of antibiotics. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.